Manufacturer narrative:
Visual and functional analysis was performed on the returned unit. The reported deployment difficulty was unable to be confirmed. The handle was in the lock position, and no sheath or stent movement was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty. Based on the reported information and analysis of the returned unit, it may be possible that the distal sheath of the self expanding stent system (sess) was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely to unsheathe the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right superior femoral artery (sfa) via cross over access. A 6.0x20mm absolute pro self-expanding stent (ses) system was advanced to the lesion and partially deployed but could not be fully deployed in the target lesion. The device was removed without reported issue. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.